Event description:
International customer reported that a patient presented with a vesicovaginal fistula and the protrusion of mesh into the bladder two weeks following device implant. The surgeon opines that the bladder was perforated by a needle used for the placement of the mesh resulting in the protrusion of mesh into bladder. Surgery is planned to remove the part of the mesh that is protruding into the bladder. The patient is in stable condition now.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot ugb985, mfg date: 06/01/2005, exp date: 01/31/2010.